Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, (pci), the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated and then a 4.00x28mm promus element stent delivery system (sds) was advanced to the (rca); however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by mfg: a visual and microscopic examination of the device found the stent was damaged a various points throughout the stent. Kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited to anatomical procedural factors. (B)(4).